Event description:
It was reported that the patient's ams 800 artificial urinary sphincter cuff had fluid loss. The cuff was replaced with a new aus 4.5cm cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.